Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she was just implanted and it was working the first few days and on the day of the report she was having a return of diarrhea symptoms. The patient reported not feeling stimulation at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.